Event description:
It was reported that "the targeting device was secured to the plate with 2 locking bolts. While being inserted into the distal femoral surgical site, the device broke." It is unknown whether fragments of the broken device got into the surgical field.

Manufacturer narrative:
The manufacturer did not received the device for review. The lot number was received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).